Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged stuffy. There was no report of harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 04/13/2022 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged stuffy. There was no report of harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer' service center for further evaluation. The device was evaluated. There were no visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found and secondary findings were observed. The manufacturer' service center concludes that there were no visible foam degradation and unit passed final test.